Event description:
The MFR rep reported the neurostimulator continued to not respond after extensive troubleshooting. The device was explanted and returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results revealed fluid leakage into the neurostimulator can.